Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); observed poor soldering on the battery legs. Performed smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that poor solder to the battery does not affect the sensors functionality and electronics. Therefore, issue is not confirmed. This serves as a correction report. Section h11 (additional mfg narrative ) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results and it is unknown whether the customer noted a trend arrow on the device. The caregiver provided fruit juice packets and glucose orally to the customer for treatment based on the readings. The customer began to experience dizziness and felt unwell. The caregiver obtained a reading of 310 mg/dl on a competitor brand meter compared to a sensor scan of 55 mg/dl. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Based on the readings, the caregiver provided insulin (dose/type unspecified) based on the customer's medication plan. The caregiver removed the sensor and applied a new sensor. The caregiver obtained a reading of 216 mg/dl on a competitor brand meter compared to a sensor scan of 192 mg/dl. It is unknown whether the customer noted a trend arrow on the device. Later in the day, the customer began to experience cold sweats, dizziness, freezing, shivering, and a delayed response when spoken to which worried the caregiver to contact an ambulance. A healthcare professional (hcp) obtained an unspecified reading on an hcp meter and determined a stable glucose level. The caregiver indicated the sensor was reading 170 mg/dl which showed similar readings to the hcp meter. It is unknown whether the customer noted a trend arrow on the device. The hcp accidentally removed the sensor while checking the customer's blood pressure and transported the customer to the hospital. More unspecified blood tests were performed by the hcp and indicated stable glucose values. No emergent third-party treatment/medication was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results and it is unknown whether the customer noted a trend arrow on the device. The caregiver provided fruit juice packets and glucose orally to the customer for treatment based on the readings. The customer began to experience dizziness and felt unwell. The caregiver obtained a reading of 310 mg/dl on a competitor brand meter compared to a sensor scan of 55 mg/dl. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Based on the readings, the caregiver provided insulin (dose/type unspecified) based on the customer's medication plan. The caregiver removed the sensor and applied a new sensor. The caregiver obtained a reading of 216 mg/dl on a competitor brand meter compared to a sensor scan of 192 mg/dl. It is unknown whether the customer noted a trend arrow on the device. Later in the day, the customer began to experience cold sweats, dizziness, freezing, shivering, and a delayed response when spoken to which worried the caregiver to contact an ambulance. A healthcare professional (hcp) obtained an unspecified reading on an hcp meter and determined a stable glucose level. The caregiver indicated the sensor was reading 170 mg/dl which showed similar readings to the hcp meter. It is unknown whether the customer noted a trend arrow on the device. The hcp accidentally removed the sensor while checking the customer's blood pressure and transported the customer to the hospital. More unspecified blood tests were performed by the hcp and indicated stable glucose values. No emergent third-party treatment/medication was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); observed poor soldering on the battery legs. Connector key was used to perform smu (source measurement unit) testing. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that poor solder to the battery does not affect the sensors functionality and electronics. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results and it is unknown whether the customer noted a trend arrow on the device. The caregiver provided fruit juice packets and glucose orally to the customer for treatment based on the readings. The customer began to experience dizziness and felt unwell. The caregiver obtained a reading of 310 mg/dl on a competitor brand meter compared to a sensor scan of 55 mg/dl. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Based on the readings, the caregiver provided insulin (dose/type unspecified) based on the customer's medication plan. The caregiver removed the sensor and applied a new sensor. The caregiver obtained a reading of 216 mg/dl on a competitor brand meter compared to a sensor scan of 192 mg/dl. It is unknown whether the customer noted a trend arrow on the device. Later in the day, the customer began to experience cold sweats, dizziness, freezing, shivering, and a delayed response when spoken to which worried the caregiver to contact an ambulance. A healthcare professional (hcp) obtained an unspecified reading on an hcp meter and determined a stable glucose level. The caregiver indicated the sensor was reading 170 mg/dl which showed similar readings to the hcp meter. It is unknown whether the customer noted a trend arrow on the device. The hcp accidentally removed the sensor while checking the customer's blood pressure and transported the customer to the hospital. More unspecified blood tests were performed by the hcp and indicated stable glucose values. No emergent third-party treatment/medication was provided. There was no report of death or permanent impairment associated with this event.